Manufacturer narrative:
The device was disposed of at the user facility and no lot number was provided. Therefore, the complaint investigation is very limited. Review of complaint history for this catalog number showed no other complaints of this type. Will continue to monitor.

Event description:
It was reported that on (B)(6)2019 during the first case in the morning, the surgeon was using the plume pen ultra. While working, the surgeon had some issues with the tip not working properly and had adjusted the cautery tip and placed back inside the hand-piece. When the surgeon went to use the cautery after this adjustment, the surgeon, assistant, and scrub nurse saw flames in the tip of the hand-piece and through the clear tube being "sucked" back into the hand piece (this due to the built-in smoke evacuation).